Manufacturer narrative:
It was replaced by fse. For preventive action, the air module was exchanged too. The servo 300 was back in service after replacement. (B)(4). Maquet critical care (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The oxygen module was found burnt. (B)(4).